Event description:
A system error (se) 2367 (air in line) alarm was identified in the log of a returned homechoice device. The system error occurred on (B)(6) 11 23:06:5. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A system error (se) 2367 found during a review of the patient alarm log of the homechoice (hc) device was confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.